Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The infusion set site and tubing were changed. Customer's blood glucose (bg) was 310-414 mg/dl; ketones were present. Customer went to the emergency room (ER) for diabetic ketoacidosis (dka) and an infection. Intravenous drip and insulin injections were administered. Customer was admitted to the hospital and was monitored. Elevated bg/dka were resolved. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. There was no allegation that the infection was related to pump or supplies. Customer required no further assistance.